Event description:
Country of complaint: (B)(6). Defect of the coating, the knot doesn't slide and the thread is fraying.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Mfg site eval: samples received: 36 unopened pouches. There are no previous complaints of this code batch. There are (B)(6) units in OEM stock. All packs received are tight. Sewing test on artificial skin tissue has been conducted with the samples received and fraying does not appear when pulling the thread through the issue. Visual appearance is as expected. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).